Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 2 months after implantation. The doctor has noted local infection and periodontal disease during surgery. The patient has medical history of hypertension and diabetes and is a tobacco user. The patient has recovered without complications.